Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported unknown medication leaked between the texium site on a syringe (30cc) and the smartsite located on a y-site closest to the patient of a saline infusion set. Unknown amount leaked and the dose was given. No patient or staff harm reported.

Manufacturer narrative:
Correction on initial report.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection of the set noted no damage or issues. Functional and pressure testing was performed; no leaking was observed at the connection between the texium luer and in-house test extension set. The root cause of the reported leak was not identified.

Event description:
Fluorouracil injection 900 mg leak between the texium site on a syringe (30 cc) and the smartsite y-port on the IV set.